Event description:
The trach circuit on one of our inpatients was noted to have melted. Heater wires from neptune heater melted through the plastic on the trach circuit. Heater unit was alarming. According to staff, heater settings and water levels were appropriate. Last preventative maintenance performed on (B)(6) 2013. Next due on (B)(6) 2014. Near miss.